Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d5 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, the probable cause of the "foreign material in the nozzle at distal end and distal end (c-body)¿ malfunctions could not be identified, nor the type of material. Even though the customer provided some cleaning disinfection and sterilization information, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material inside the nozzle, distal end, and control section. There were no reports of patient involvement.